Event description:
On 04/06/2023, it was reported by a sales representative via sems that an ar-9510-2 lever-locking broach handle broke. This occurred during an rtsa on (B)(6) 2023, the device did not break inside the patient. No additional information was provided. Additional information has been requested. On 12/19/2023, the sales representative provided the following information via email: no piece of the instrument broke inside the patient. A second ar-9510-2 lever-locking broach handle in the set was used to complete the case successfully. There was no case delay reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.